Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin c5 system. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the sorin c5 system control panel became unresponsive during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative localized the issue to the hds board, which was replaced. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the sorin c5 system control panel became unresponsive during priming. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) requested that the pcb hds 0407 panel display be returned for further investigation. The unit was received for inspection and analysis; according to inspector the root cause was found to be attributed to bad soldering joints at the drive circuit for the touch pad. Components were re-soldered, test run performed and no further issues were identified. For safety reasons the pcb hds 0407 circuit board was scrapped. A review of the DHR did not identify any deviations or nonconformities relevant to the issue. Livanova (B)(4) will continue to monitor the market for trends related to this type of issue.